Event description:
The customer observed a false positive alinity I total b-hcg result for one sample. The following data was provided:(B)(6) 2024 sid (B)(6). Initial result = 32.09 iu/l, repeat was <2.3 iu/l no impact to patient management was reported.

Manufacturer narrative:
Section d4 primary UDI number was updated from (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 58303ud00, however, no related trends were identified. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 58303ud00. The overall performance of alinity I total b-hcg was reviewed using field data from customers worldwide. Review shows that the median patient result for lot 58303ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In-house accuracy testing was completed using a retained kit of lot 58303ud00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 58303ud00 was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for one sample. The following data was provided: on (B)(6) 2024 ,sid (B)(6) initial result = 32.09 iu/l, repeat was <2.3 iu/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-20 has a similar product distributed in the us, list number 7p51-21/-31.